Event description:
Procedure: sils cholecystectomy. According to the reporter: the customer reports that a piece of the distal end of the instrument broke from the instrument. The piece was retrieved. The sample is being sent for eval. No further issue was reported.

Manufacturer narrative:
(B) (4).